Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Customer states the battery gauge gave him a false reading. Alleges driving unit and smashed into wall and crushed his left foot.

Manufacturer narrative:
Only the vr joystick and controller module were returned for evaluation. There was no functional basis for the claim. The returned components were tested via a slave device for 1.5 hrs. Without incident. There was no issue with the battery condition meter.

Event description:
Customer states the battery gauge gave him a false reading. Alleges driving unit and smashed into wall and crushed his left foot.